Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
The balloon ruptured circumferentially. Upon pulling the balloon out, pieces of the balloon were left inside the patient and had to be removed using a snare. However, one balloon marker had gone down to parenteral, and the user was unable to retrieve this piece. Not flow limiting, therefore the piece remained inside the patient. The procedure was completed with a new device.

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The IFU states," particular care should be taken in handling the balloon to prevent damage. Upon removal from package, inspect the catheter to ensure no damage has occurred during shipping. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. Do not exceed rated burst pressure. Rupture of balloon may occur. Over-inflation may cause rupture of the balloon, with result damage to the vessel wall.¿ additionally it states, ¿upon removal from package, inspect the catheter to ensure no damage has occurred during shipping.¿ the affected product was returned to assist in the investigation. Visual inspection noted that the balloon had a longitudinal and circumferential burst. Microscopic examination does not reveal any nonconformance to the balloon. There is no evidence to suggest that the balloon was not manufactured to specifications. A device history record was reviewed and four non conformances were noted. The non-conformances listed were not related to this failure. The results of this investigation are inconclusive. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.